Manufacturer narrative:
.

Event description:
Consumer states that the lift is not working and he replaced several parts before noticing that the control box had an electrical burn smell to it. Consumer states when he opened up the control box he noticed that the wires looked like they popped.